Manufacturer narrative:
Device has not yet been returned to manufacture.

Event description:
It was reported that the wrench tool got stuck inside the implant during implant placement. Doctor placed another implant in the same surgery.

Manufacturer narrative:
One swissplus® implant with a corresponding octagon driver was returned for inspection. A visual inspection revealed that the driver show minimal signs of wear. The product was functionally tested. The driver and implant could not be disengaged after considerable force was exerted. Therefore, the complaint is confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instructions for use for swissplus® and tapered swissplus® implants 9967 rev 0-09/14. Step 4 ¿ remove the implant from the inner vial: place the appropriate insertion instrument into or over the end of the fixture mount/transfer. The following instruments can be used for implant delivery to the site: ¿ the stainless steel gemlock® retaining square ratchet [rsr] or the screwdriver handle [sshs] attached directly to the fixture mount/transfer. When a vertical extension is needed to seat the implant, insert the 2.5mm gemlock retaining hex drivers [rh2.5, rhl2.5] or the 3.0mm octagon insertion tools [ot3.0-s, otl3.0-s] into the top of the fixture mount/transfer prior to rotating the implant to place. ¿ a motor handpiece attached to the 2.5mm gemlock retaining hex drill [rhd2.5]. Carefully lift the fixture mount/transfer with attached implant out of the vial. A singular cause could not be determined.

Manufacturer narrative:
Device availability - date returned to manufacturer. Device evaluated by manufacturer - change explanation.